Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the middle of the stent were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands and the tip of the device were examined and there were no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the inner and hypotube were kinked at various positions along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-sep-2015. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion was located in the moderately tortuous and a severely calcified mid right coronary artery (rca). After crossing the lesion with a non-bsc guidewire, a 3.0x15mm non-bsc balloon catheter was advanced to predilate the lesion; however, the balloon was unable to perform dilation due to a tough lesion. A non-bsc balloon catheter was advanced to perform predilation and additional dilation was then performed with another non-bsc balloon catheter. After observing the lesion with intravascular ultrasound (ivus), a 38 x 3.50mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion despite multiple attempts. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.